Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-70 serial #: (B)(4) description: coveredge 32, 70 cm 4x8 surgical lead the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing hives all over the body. It was stated that there was no device malfunction however, the physician suspected that the patient was allergic with the device. The patient underwent an explant procedure wherein the ipg and lead was removed. The patient was doing fine postoperatively.